Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician went to perform a procedure to change the location of the right ventricular (rv) lead. During the revision, the physician noted the rv lead would not fully retract. The lead was explanted and replaced. The representative claims to have seen either blood clot or tissue on the lead after it was extracted and visible on the table. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in blood. The analyst noted the lead was returned with the helix was fully retracted. The helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.